Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the external pulse generator (epg) had a broken ventricular connector. Display wires were pinched, wire insulation was exposed. The hanger assembly was broken. The personal computer board was replaced due to two or more occurrences of an error code. Upper case was dented and broken. Encoder assembly was contaminated and rusted. One knob was contaminated and rusted. Lower case was broken. Battery wires were pinched, wire insulation was not compromised. Atrial paint was wearing off. Main world label was damaged. Display frame was contaminated. Extra encoder nut threaded on atrial encoder. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned to service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.